Event description:
A family member reported that the total daily dose history does not match up with the bolus history for (B)(6) 2011. She stated that the total bolus in the total daily dose history is 32.154 units, and in the bolus history it is 26.03 units.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump total daily dose and bolus totals were reviewed for complaint the date (B)(6) 2011 within no discrepancies found. A total of 12 boluses were recorded in the bolus history for (B)(6) 2011 and add up correctly with bolus and total daily dose totals. No history related defects were found.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.